Manufacturer narrative:
Correction: manufacturer report 2938836-2017-13617, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, inappropriate shock for rapidly conducted af falling into the vf zone was observed. Patient was aware of the shock but was not concerned. The patient was educated to inform hospital if shock occurs. The patient is being managed with medication for the rapid af and there have been no subsequent events.